Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted. The t:slim user guide indications for use state that novolog has been found to be safe for use in the t:slim pump for up to 72 hours.

Event description:
Received info stating customer received an occlusion alarm. The cartridge/insulin had been is use for six days. Reportedly, during self troubleshooting, the customer extracted the insulin from the cartridge and filled the cartridge with water, then ran a bolus without the tubing attached. A gel like substance came out of the cartridge. The customer's blood glucose level was impacted.